Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 28 min and 202 joules of use. It was noted that the fiber tip had been cleaned. There were no stones in the prostate. A fiber life courtesy error message was received. The procedure was then converted to resection loop and completed. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 28 min and 202 joules of use. It was noted that the fiber tip had been cleaned. There were no stones in the prostate. A fiber life courtesy error message was received. The procedure was then converted to resection loop and completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The detached cap was held on to the fiber with the outer-flow tube. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.